Manufacturer narrative:
Corrected data: section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a left ventricular assist device (lvad) related para-device soft tissue infection since (B)(6) 2024. The patient had an lvad driveline wound pus discharge leading to re-hospitalization for infection survey and the patient was stable. The patient had symptoms of pus discharge at the driveline wound and the patient felt pain at the wound area. A computed tomography (CT) scan confirmed tissue infection around the lvad device pocket. The pus culture found proteus mirabilis and achromobacter spp. The patient was treated with oral moxifloxacin and then discharged. On (B)(6) 2025 the patient underwent a heart transplant. This was device or therapy related. The heart transplant resolved the infection and the driveline wound healed. The device operated as expected. The event date was estimated and the exact date was not provided.